Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occur.